Event description:
It was reported that two (2) em2400 valve sets were leaking within the system. The leak occurred at the second valve. This was observed during setup/preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between march 01, 2022 to march 02, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.